Manufacturer narrative:
Primary unque device identification (UDI) not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited unreproducible oversensing noise. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged post procedure.